Event description:
While completing the load process, the customer did not stop fill tubing before reconnecting and inadvertently delivered insulin to themselves. The customer's blood glucose level was no impacted as the customer ate carbs to offset the delivered insulin.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.